Event description:
Patient's implant site was red with drainage. It was reported that the patient was seen the following day in the emergency room and was taken to surgery for explant of lead. The pateint had reportedly been picking at the incision site, squeezing it and rubbing lotion on it.